Event description:
It was reported upon impaction the instrument broke. No harm or injury to patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Lateral alignment frame without screw was returned for evaluation. One side of the screw hole shows possible signs of corrosion and it suggests discoloration/oxidation. The frame shows standard wear and tear with no indication of misuse and indicates successful use during a potential field age; however, frequency of use is unknown. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.